Manufacturer narrative:
Additional information: there were no difficulties noted during inflation of the balloon. The balloon was inflated once. Initially, the pressure applied was 8 atm. After the inflation was completed, deflating difficulties were noted after inflation. Then, the pressure continued to be applied, increasing to 12 atm. The balloon slowly deflated in approximately 15 seconds. No issues were noted during deployment of the stent prior to post dilation. No other difficulties or removal difficulties were encountered besides the deflation issue. After the balloon had deflated enough to allow removal, the balloon was slowly withdrawn into the guiding catheter lumen, and then the entire system was removed. The balloon was not fully deflated when removed from the patient. It was difficult to remove the balloon protection sheath/stylette, it felt similar to being glued to the balloon tip. The protective sheath/stylette was eventually removed before the balloon was inserted into the patient's vasculature. A 50:50 concentration of contrast/saline was used. The device was inspected before use with no issues noted. No resistance was noted while advancing the device. The device was not moved or repositioned while inflated. Correction: the stent was a resolute integrity not a resolute onyx. Annex e and f codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a non-medtronic pressure pump was used during the procedure. The resolute integrity stent was implanted into the patient's vessel and completely conformed to the lesion. The patient was successfully taken off the operating table. Patient weight medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter rx coronary balloon catheter, deflation difficulties were encountered. The balloon was being used for high-pressure post-dilation of a stent due to poor stent apposition of a resolute onyx 3.0 x 26 mm stent. After dilation, it was extremely difficult to deflate the balloon, resulting in temporary vascular occlusion and symptoms of chest tightness and chest pain in the patient. After repeated pressurisation and aspiration with the pressure pump, the balloon was eventually extricated with difficulty. No patient complications have been reported as a result of this event.